Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The report received from the affiliate states that the smart control stent started to prematurely deploy during advancement. The patient was a (B)(6) male. The target lesion was superficial femoral artery. Moderate calcification and mild vessel tortuosity, the rate of stenosis was 100%. It is unknown if the lesion was pre-dilated. After being properly inspected and prepped, a smart control (complaint product) was advanced to the lesion. During advancement, the stent started to release by itself while crossing the target lesion, even though the locking pin was still in place. The handle of the smart control sds was held flat and straight outside the patient. It is unknown if there was any difficulty tracking the device through the vessel. It is unknown if the device was passed through any tight curves or bends. Therefore, the device was immediately removed from the patient. Another new product (same size, lot unknown) was used and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The report received from the affiliate states that the smart control stent started to prematurely deploy during advancement. The target lesion was superficial femoral artery with moderate calcification and mild vessel tortuosity, the rate of stenosis was 100%. It is unknown if the lesion was pre-dilated. After being properly inspected and prepped, a smart control was advanced to the lesion. During advancement, the stent started to release while crossing the target lesion, even though the locking pin was still in place. The handle of the smart control sds was held flat and straight outside the patient. It is unknown if there was any difficulty tracking the device through the vessel. It is unknown if the device was passed through any tight curves or bends. Therefore, the device was immediately removed from the patient. Another new product was used and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition. One non-sterile smart control, iliac 6x100ml was received coiled inside a plastic bag. Stent was partially deployed (0.5cm). Locking pin was loose in the bag. No other discrepancies were found. The outer length was measured and found within specification. Test was performed without any problem and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The 'deployment difficulty' condition reported by the customer could not be confirmed. The cause of the failure could not be conclusively determined. The failure does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and/or vessel characteristics and is not related to a product quality issue.